Event description:
It was reported that the lead exhibited high capture thresholds and low sensing thresholds. When the lead was repositioned, the sensing threshold was normal. There were no consequences to the patient, and the patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.